Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a pocket erosion. There was no infection. The physician moved the device to the patient's abdomen, and the chronic leads were tunneled from the pectoral pocket to the abdomen using lead extenders.

Manufacturer narrative:
Boston scientific received new information that the device and competitive leads and extenders were explanted due to a suspected infection. The explanted products were to be sent to the hospital's pathology laboratory and would not be returned. No further information was available.

Manufacturer narrative:
The device remains in service without further complication. There were no additional adverse patient effects reported. It was later reported that the implant site at the patient's abdomen was red and irritated. The patient's spouse questioned whether the patient could be allergic to the materials that the device is made from. Technical services provided information regarding the device materials. A field representative later requested an allergy test kit, but that item was no longer available, and also asked if devices with a special coating were available. Technical services discussed that boston scientific devices did not have that option. The physician ultimately opened the pocket to place the current device into a (B)(4) pouch, due to a possible titanium allergy. The physician was considering replacing the device with a competitive model that could be ordered to have a special coating. Available information indicates this device remains in service. No additional adverse patient effects were reported.